Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+3.0/085 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting and rotation of the lens. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found multiple dried, discolored particulates on the lens surface. (B)(4).